Manufacturer narrative:
While on the phone with the spacelabs technical support representative, the biomed stated that the xhibit central station (xcs) was excessively dusty, both externally and internally. Additionally, the biomed stated that the device would function as expected for a short period but would eventually power itself off. The spacelabs field service engineer (fse) was dispatched for repair. The fse continued to clean the system due to the excessive amount of dust and reloaded the device's software. Excessive dust build-up can cause the xcs to overheat and the unit will power itself off to protect hardware and data from being destroyed due to the excessive heat on the components.

Event description:
The customer contacted spacelabs technical support to report that an xhibit central station (xcs) was intermittently shutting down on its own while monitoring patients. There was no patient or user harm associated with this event.